Event description:
Ruptured breast implant possibly ruptured for a period of time back to 2018 with no notification from radiologist who read scans for other health concerns. Found (B)(6) on scan for abdominal pain. MRI followed with confirmation of rupture of style 120 natrelle silicone filled breast implant. Surgery completed to remove both implants (B)(6) 2021 with lymph nodes taken due to looking pathologic. Waiting results. Lots of symptoms over the years of breast implant illness. FDA safety report ID# (B)(4).